Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: material no.: 309570, batch no.: 8043889. It was reported that there was white on the needle. Stated that 1 week ago a patient complained about ¿white dot on the needle¿. They placed a call to customer service and was told that they would ship out another box. The second box that they received is also from the same lot. Opened one of these items and found that there is ¿white on the needle¿ so she called customer service and was told to call me. Opened another item from this box and reports this item also has white on the needle.

Manufacturer narrative:
H.6. Investigation: one photo of a loose needle with a blue hub was received and evaluated. It was observed the ¿white on the needle¿ appeared to be epoxy used to secure the cannula to the plastic hub and was the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. H3 other text : see h.10.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: material no.: 309570, batch no.: 8043889. It was reported that there was white on the needle. Stated that 1 week ago a patient complained about ¿white dot on the needle¿. They placed a call to customer service and was told that they would ship out another box. The second box that they received is also from the same lot. Opened one of these items and found that there is ¿white on the needle¿ so she called customer service and was told to call me. Opened another item from this box and reports this item also has white on the needle.